Event description:
This event is reportable based on analysis completed on (B)(6) 2011. It was reported the guidewire would not pass through the dilator. Another introducer was used to complete the procedure with no consequences to the pt. Eval of the returned device revealed skived plastic within the lumen of the dilator.

Manufacturer narrative:
(B)(4). One 8.5f transseptal dilator was returned for eval. Functional testing revealed a blockage 1.0 inch proximal from the distal tip end of the dilator. The distal 1.5 inches of the dilator were removed and cross sectioned open which revealed skived material within the lumen. Add'l testing confirmed the blockage was caused by skived plastic within the lumen of the dilator. The skived material was consistent with a transseptal needle. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.